Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that the patient's first pump he had failed at year 5. The patient stated he was told fentanyl was the worst medication to use in the pump, but the next pump was newer and they would not have that problem with the new pump. The patient stated the pump was replaced and that resolved the issue of return of symptoms and having a lot of pain. No further information was provided.